Manufacturer narrative:
Preliminary risk assessment indicates: severity: 3 (critical) in worst case the table loses it's calibration without interlock during pt treatment with absolute table setup. This may cause irradiation with dose to wrong location and could potentially result in a serious injury. Probability: preliminary c (remote) further investigation is required.

Event description:
A potential product issue has been identified with our oncor impression plus linear accelerator and it's associated txt table. In the abundance of caution this issue is being reported. The txt lateral calibration was lost two times within a three month period. The calibration was lost by 15 cm and happened when the customer was homing the table with the hand pendant. After the second time, a frequency inverter was replaced on (B)(6) 2011. Root cause and possible corrective action is pending further investigation and that is now underway.